Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient returned at an unspecified time following initial implant for a catheter exchange due to a hole found in the line (1820334-2017-01283.) The physician exchanged the catheter and observed a similar hole on the replacement device (1820334-2017-01266.) There are no reported adverse patient consequences related to this event. No unintended section of the device remained within the patient's body. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device was conducted during the investigation. The inspection of the returned device confirmed the presence of leaks in the large lumens. Under magnification, two holes were noted in the material. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.